Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on comapny acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported persistent rainbow glare in a patient's left eye post lasik. Upon follow up, the patient is reported to be doing unremarkably apart from the persistent rainbow glare. The rainbow glare is not bothersome to the patient and has improved a little since one day post treatment.

Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Preventive maintenance was performed regularly. The root cause could not be identified conclusively. Rainbow glare is a known side effect of femto treatments and described in company procedure manual. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Upon additional follow up, no medications/therapies were in use at the time of the event. No unplanned medical or surgical intervention was required to treat the event. In the surgeon's opinion, the device caused the event. Surgeon reported that rainbow glare is sometimes a result of flap cutting with this laser.